Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported experiencing reboots of the information center ix. The issue began to occur after (B)(6) 2018. There was no patient incident.